Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed. If the product is returned back a supplemental will be filed.

Event description:
The complainant reported a (B)(6) years old asian male patient had impella cp pump inserted in the right femoral for acute myocardial infarction with shock (ami). The patient had lower limb ischemia and as a result the pump was explanted.